Event description:
Pt called alleging low readings on the lfs meter. Pt obtained a low reading of 19mg/dl. Pt was comparing that low reading to their feeling, which is an invalid comparison. Pt felt a little lightheaded at the time of testing. Because of the low reading, pt went to see their md. Md did a lab test and pt will get the result in the next couple of days. Md did not treat pt. Customer service had pt run a check strip test, which passed. Pt's test strips are not expired and are in good condition. Control solution is not expired. Pt ran a control solution test twice and it failed twice. Pt obtained a control reading of 19 and 11. Pt is unable/unwilling to answer how pt had been cleaning the meter. Improper cleaning of the meter can lead to inaccurate results. Customer service is sending replacement products. Based on the info provided, this case is being reported as a strip malfunction.